Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of telemetry failure, therefore the head's cable was replaced, and the head passed all final electrical testing as well as a bench systems test.

Event description:
It was reported that the radio frequency programmer head had telemetry failure. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the radio frequency programmer head had telemetry failure. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.